Event description:
Patient fell playing soccer and displaced the distal radius. During the surgical procedure (perc pin distal radius), the device was making a loud pitched sound, and the device appeared to have bad bearings. There were no injuries to the patient or user, but there were delays during the case as the user tried three different batteries. Patient fell playing soccer and displaced the distal radius. Patient was prescribed post operative splint due to the nature of the injury.

Manufacturer narrative:
Device was used for treatment. Device is a power tool and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product was sent to synthes (B)(4) on an unknown date. Synthes (B)(4) reliability engineering evaluated the device, and the reported problem was confirmed. This condition was likely due to normal wear out from use over time, as no signs of improper cleaning or maintenance were observed.